Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty for morbid obesity by videolaparoscopy, on the small intestine loop, the stapler was able to fire. Bilateral suture reinforcement was required to complete the case.